Event description:
It was reported that this issue occurred to three different patients with three different devices. "It was reported that the catheter got torn near the hub during use, in spite that the maximum injection pressure was kept less than 540psi. It occurred to three kits in total. Therefore, another catheter was inserted at the same insertion site to complete the procedure. No harm to the patient was reported. The injection pressure of three kits were 530psi, 520psi and 460psi each." The patient condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported lot number (16f22l0062) matches the lot number on the returned teleflex japan label. Returned for investigation was a 5fr. 80cm berman catheter with a portion of the original packaging pouch including the teleflex japan label. Upon return, the catheter body was immediately noted ruptured near the junction hub; the body was noted ruptured from approximately 86.9cm to 87.6cm from the distal tip of the catheter. The returned catheter body was also noted with abnormal surface at approximately 88.7cm to 89.1cm from the distal tip of the catheter. The supplied control stroke syringe was noted connected to the inflation lumen stopcock; no damage or abnormalities were noted to the returned syringe. The inflation lumen stopcock was in the open position. The recommended volume capacity of the balloon is 0.75cc. Upon microscopic inspection, the balloon appeared typical; dried contrast media was noted on the exterior surfaces of the balloon. Dried contrast media was also noted within the berman holes. No condensation was noted within the inflation lumen extension line. Dried contrast media was noted within the injection lumen extension line. Dried contrast media was noted on the exterior surfaces of the returned sample. No blood was noted on the interior or the exterior surfaces of the returned sample. No other damage or abnormalities were noted. The inflation lumen was injected with 0.75cc of air using the returned control stroke syringe. The balloon inflated symmetrically. One side of the balloon measured approximately 4mm. The other side measured approximately 4mm. The inflation lumen was injected with 0.75cc of air using the returned control stroke syringe. The balloon inflated symmetrically. The balloon deflated in less than 3 seconds when the syringe was removed. No pull away was noted after the tug test. The balloon was placed in water and air was injected into the inflation lumen again. No leak was noted. The ruptured catheter body did not result in damage to the inflation lumen. The catheter's injection lumen was aspirated/flushed, and air was noted leaking from the ruptured catheter body. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for the "catheter got torn near the hub during use" is confirmed. The catheter body was found ruptured near the junction hub during visual inspection of the returned sample. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the ruptured catheter body. The probable root cause of the complaint is manufacturing related. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this issue occurred to three different patients with three different devices. "It was reported that the catheter got torn near the hub during use, in spite that the maximum injection pressure was kept less than 540psi. It occurred to three kits in total. Therefore, another catheter was inserted at the same insertion site to complete the procedure. No harm to the patient was reported. The injection pressure of three kits were 530psi, 520psi and 460psi each." The patient condition is reported as "fine".